Event description:
After a round of routine post-market biocompatibility studies, ortho organizers became aware that the motion 3d class ii colors (gold) appliance had failed biocompatibility (irritation) testing.

Manufacturer narrative:
After a round of routine post-market biocompatibility studies, ortho organizers became aware that a sample of carriere motion 3d colors class ii (gold) appliances had failed biocompatibility (irritation) testing. The organization will be conducting an investigation under an internal CAPA. However, the full test report and laboratory data have not yet been made available by the testing laboratory. The internal investigation will commence upon receipt of the full test report detailing the failure.